Event description:
In this event it was reported that assure plus pouches were splitting. The event outcome is unk as of this MDR evaluation. Additional information is being requested.

Manufacturer narrative:
As a result of this malfunction, the potential for contamination exists if not discovered by the clinician. Therefore, because the consequences of this malfunction affect the device in a manner that may lead to a death, serious injury/illness or require intervention to preclude such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The returned samples were evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.